Event description:
It was reported that a patient underwent a catheterization procedure on (B)(6) 2014. The patient had a history of pvd, dialysis, and systolic blood pressure of 150 and had received angiomax prior to his intervention procedure. Following the procedure, the technician who is in training, selected a mynx ace 6f/7f vascular closure device to close the access site. The device was deployed as per the IFU and no complications were noted during the deployment. However, when the sheath was removed, blood gushed out of the patient. The sealant was not located and manual compression was applied for 30 minutes and then a femostop was placed. The patient complained of pain the entire time and had developed a hematoma >6 cm. Hemostasis was achieved with the femostop.

Manufacturer narrative:
The device investigation / evaluation is in progress. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The device was received with the aci introducer sheath detached and separated from the device. Visual inspection revealed that the balloon (button 3) was not retracted which indicated the deployment steps were not completed per the IFU. However, the device condition/orientation as received (introducer sheath detached and the sealant sleeve next to the balloon) indicated that the device may have been manipulated from the time of occurrence. It is unknown if the button 3 location was due to subsequent user manipulation. The sealant was not returned; therefore, a complete physical investigation could not be performed. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided.